Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. When the steerable guide catheter (sgc) was advanced through the septum to the left atrium, a tissue-like substance thought to be a clot or tissue fragments was observed on the tip of the sgc on echocardiography. The sgc was removed from the anatomy to avoid embolization of the tissue-like substance however, when observed outside of the anatomy the substance was gone. No additional medication was given to the patient. There were no clinical signs or symptoms. Activated clotting time remained greater than 250 seconds throughout the procedure. The sgc was re-prepared and was used to complete the procedure without issue. The procedure was completed with mr reduced to grade 1-2.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined; however, thrombosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.